Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Review of the log files confirmed the issue with the flexvision pc. The fse performed system troubleshooting and identified that the flexvision pc was not working. The fse replaced the flexvision pc to resolve the issue. Later, the rgb mediawall in the tsm (touch screen module) was found defective. So, the fse replaced the rgb mediawall to fix the display button issue in the tsm module. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the rgb mediawall 2900 which returned the device to use in good working order.